Manufacturer narrative:
Other text: d4: serial number, UDI number and h4: device manufacture date is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the customer was missing the IV bag hanger and the warming unit. No patient involvement or harm reported.

Manufacturer narrative:
Evaluation codes: updated. D3, g1,2 email is: regulatory.responses@icumed.com. The device was not returned, and no picture of the packaging content provided. The alleged missing ram's horns and the rolling base are not part of the bill of materials (bom) of the trauma tower therefore not packaged with the trauma tower. The rolling base and the rams horns are purchased finished good built as a pick to order item that ships with or without the trauma tower depending on the customer's order. Based on the provided purchase order (po) and according to the sales order the item was part of the customer?s order. The complaint was confirmed. The exact cause could not be determined; however, based on bom and purchase order review, the most probable cause would either be a shipping error or lost package. The product's history records were not reviewed as the serial number was not provided. Replacement request processed to the customer.